Event description:
The user facility reported a leak coming from the reliance synergy washer. Water spread out onto the floor, and flowed into the hall. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on-site, and found a leak originating from the hose clamp securing the hose from the drying valve to the upper washer arm. The hose clamp had loosened, and caused the leak. The technician tightened the clamp, tested the unit, found it operational and returned it to service. The unit was installed on (B)(6) 2009 and is under steris service contract. The unit was last serviced on (B)(6) 2013. During the (B)(4) 2013 pm visit, all hose connections were inspected and found to be within specification.